Event description:
A site representative, reported a navigation system caster that fell off when they were moving the system. There was no patient present when this issue occurred.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2013. Medtronic investigation of returned suspect caster finds that, as reported, the caster was broken off at the threaded bolt. There was no other apparent damage. Mechanical failure, pieces broken, directly caused event.